Event description:
It was reported that the device exhibited a no disposable alarm. Troubleshooting was performed but the alarm persisted. The reservoir volume was 11.4 ml, the continuous rate was 2.1 ml, and the amount given was 84.60 ml. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.